Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The instrument was found to have the grip pin dislodged from the distal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and subsequently missing due to improper swaging.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the prograsp forceps instrument broke during insertion into cannula. Pin that connects both sides of forceps became loose and caused failure of forceps. Instrument was no longer able to close and was only able to be removed from patient by removing the cannula and instrument together. No fragments remain in patient per two doctors in the room. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted an isi clinical sales representative (csr) to obtain the following additional information: the pin/screw was dislodged and was out 3/4 of the way. No fragment fell into the patient. As soon as the surgeon saw what happened, he tried to remove the instrument but was unable because it would not go past the cannula. The surgeon removed the instrument and the cannula out of the patient with no issues. The surgeon did not need to increase the port incision to do this step. The surgeon and the assistant surgeon did a visual search to verify no fragment had fallen into the patient and none was found. No post operative tests were performed. The customer used a backup instrument and continued with the procedure robotically. He is unaware if the patient has come back due to any complications due to this issue.